Event description:
Patient presented to the physician with fluid accumulation at the ipg site, along with tenderness and swelling. Physician prescribed antibiotics. Patient presented back to the physician with an infection at the chest incision site. Physician brought the patient into the operating room and explanted the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.